Event description:
A follow up report is bring sent due to the additional information received. When/how did the damage happen/occur to the sheath tip? R/pancreas echoendoscopy was performed, echo-19 needle was used. At the time of the puncture, the needle did not come out in the usual place, it came out on one side, breaking the catheter. Was the stylet in place while puncturing. R/ the sheath tip was its place. There was a piece missing from the sheath tip - was this left in the patient? (Was the patient scanned to insure it was not present. R/no irregularity was detected in the needle, only the novelty was detected during the manipulation, when the needle did not leave the usual site. Scan was not performed, however no pieces that have remained in the patient were detected. Was the correct device returned as there was no issue with the locking ring? R/ yes, the correct device was returned, we follow up without news.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Additional information received on the 04th january: when/how did the damage happen/occur to the sheath tip? R/pancreas echoendoscopy was performed, echo-19 needle was used. At the time of the puncture, the needle did not come out in the usual place, it came out on one side, breaking the catheter. Was the stylet in place while puncturing. R/ the sheath tip was its place. There was a piece missing from the sheath tip - was this left in the patient? (Was the patient scanned to insure it was not present.) R/no irregularity was detected in the needle, only the novelty was detected during the manipulation, when the needle did not leave the usual site. Scan was not performed, however no pieces that have remained in the patient were detected. Was the correct device returned as there was no issue with the locking ring? R/ yes, the correct device was returned, we follow up without news. Additional information received the 29th january, this does not change the risk assessment: "according to the report of the needle ref. Echo-19, our client confirms that the specialist physician performed examination on the patient during the procedure and no missing pieces were found. Possibly the needle fractured in the transfer after reporting the incident, but, it is confirmed that nothing remained in the patient." 1 x echo-19 was returned to (B)(4) for evaluation. On evaluation of the returned device, it was noted that the device was returned in its original packaging. The handle was located outside the packaging on return. The syringe was returned with the device. There was no needle exposure. The stylet was in place. There was a kink noted approximately 115mm on the sheath. There were no issues with the needle locking ring. There was no functional issue with the needle locking ring. There was no other observed damage to the device the customer complaint is confirmed as the failure was verified in the laboratory. Possible causes may be due to the device being used in a torturous position or possibly excessive force being used with the device causing the needle to kink. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-19 devices of lot number c1076681 did not reveal any discrepancies which could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1076681; upon review of complaints this failure mode has not occurred previously with this lot # c1076681. The notes section of the instructions for use ifu0101-0 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Following lab evaluation the following questions were raised can you please forward the questions on: when/how did the damage happen/occur to the sheath tip? Was the stylet in place while puncturing. There was a piece missing from the sheath tip - was this left in the patient? (Was the patient scanned to insure it was not present. Was the correct device returned as there was no issue with the locking ring?¿ 1 x echo-19 was returned to cirl for evaluation. On evaluation of the returned device, it was noted that the device was returned in its original packaging. The handle was located outside the packaging on return. The syringe was returned with the device. There was no needle exposure. The stylet was in place. There was a kink noted approximately 115mm on the sheath. There were no issues with the needle locking ring. There was no functional issue with the needle locking ring. There was no other observed damage to the device the customer complaint is confirmed as the failure was verified in the laboratory. Possible causes may be due to the device being used in a torturous position or possibly excessive force being used with the deivice causing the needle to kink. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "during the echo-19 biopsy, it was not possible to expose the needle, so I had to remove it from the endoscope and it was observed that it was not coming out through the shirt that covers it 1 cm from the tip." The device involved in this event was returned and evaluated on the 15 sep 2017 and the needle was confirmed kinked with a piece of the sheath missing.